Manufacturer narrative:
Unit passed displacement, and self-tests. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple error 23 in history file on (B)(6) 2025 16:50:07.000, (B)(6) 2025 16:50:22.000, (B)(6) 2025 14:48:04.000, (B)(6) 2025 14:48:08.000 due to pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm anomaly noted. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, unit passed all required tests and pump error 23 alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer experienced hemorrhage. The event involved product(s) mmt-1884l and unomedical. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. Troubleshooting was performed for the auto mode is unable to enter auto basal, and the customer is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained to the customer what was missing to enter into auto mode/smartguard and how to resolve it. Troubleshooting was performed for the site issues and the non-serialized product not being replaced. No further patient complications were reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for unomedical.